Manufacturer narrative:
Our field engineer was to duplicate the problem.

Event description:
It was reported that a technologist got an error and when she went to clear it the c-arm moved on it's own, hitting her shoulder. Which she said was sore. There was no medical intervention.